Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02144 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a bronchoscopy procedure in the left main stem bronchus for a malignant 5.5 cm stricture, performed on (B)(6), 2010. According to the complainant, the lesion was predilated, and then when the stent was deployed approximately 75%, the deployment suture became tangled on itself. A loop of the suture was perpendicular to the deployment catheter inside the patient, and as the suture was pulled, a knot formed near the partially deployed stent. The partially deployed stent and catheter were removed from the patient. A second ultraflex was advanced over the jagwire guidewire into the airway. However, the patient's anatomy prevented the physician from being able to properly position the stent and cross the lesion. The complainant reported that the patient anatomy was tortuous and the stricture was very tight. At the physician's discretion, the procedure was aborted at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4) (stent, partially deployed).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02144 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a bronchoscopy procedure in the left main stem bronchus for a malignant 5.5 cm stricture, performed on (B)(6), 2010. According to the complainant, the lesion was predilated, and then when the stent was deployed approximately 75%, the deployment suture became tangled on itself. A loop of the suture was perpendicular to the deployment catheter inside the patient, and as the suture was pulled, a knot formed near the partially deployed stent. The partially deployed stent and catheter were removed from the patient. A second ultraflex was advanced over the jagwire guidewire into the airway. However, the patient's anatomy prevented the physician from being able to properly position the stent and cross the lesion. The complainant reported that the patient anatomy was tortuous and the stricture was very tight. At the physician's discretion, the procedure was aborted at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Additional information was received on (B)(6), 2010: post procedure, the physician looked at the half-deployed stent outside of the patient. The deployment suture was caught, so he untangled it, and was then able to fully deploy the stent.

Manufacturer narrative:
Initial examination of the returned device noted that the stent was fully deployed and expanded. There were no anomalies noted with the returned stent. A tactile examination of the delivery system noted that it was kinked distal to its proximal end. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.